Manufacturer narrative:
Additional information: d9, h3, h6 h3. Device evaluation summary: visual and optical inspection revealed the spacer was returned twisted and the inner threads damaged. It appears the spacer threads were damaged from torsional overload then the body of the spacer was twisted during the removal process. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion(plif) surgery of 2 intervertebral discs at l3/4/5 due to discopathy. Intra-op, inserter was loose when tried to place the spacer at l4/5 with the standard inserter. Therefore, it turned out that the cage was detached from the inserter. The inner cylinder did not enter the cage main body. It was difficult to grip even with the extractor. The cage was removed with the short extractor tap shaft and the external cylinder. There was a delay of less than a 60 minutes in overall procedure time as a result of this event. No patient complications were reported during this event.